Event description:
Proximal part of coil was stretched. This pt was undergoing coil embolization of the left anterior communicating artery 4mm aneurysm. Two coils were placed without difficulty. The physician could not detach the 3rd coil (even he tried 10 times using two different syringes) and when detaching failed, he tried to remove the 3rd coil, but he noted that the proximal part of coil had stretched. Finally the physician advanced the stretched coil again through the mc, and then he could detach the coil in the aneurysm, after the syringe reached the red zone. There was no adverse effect to the pt. Prior to attempt to detach, the position of the mc in relation to the coil was in alignment. Before to deploy this coil, the syringe did not exceeded the black like beyond position #3. Prior to attempt to detach this coil, it was verified under fluoro that there was no stress against the mc or delivery tube. With attempt to deploy the 3rd coil the dcs syringe was taken to the green zone and then to the red zone. The coil was finally detached and the position of the coil was acceptable.

Manufacturer narrative:
The delivery system is to be returned for eval and testing. Please note additional info will be submitted within 30 days upon receipt.